Manufacturer narrative:
Correction: h6 type of investigation codes 10 and 3331 were inadvertently selected on the initial report. Correction: h6 investigation findings codes 120 and 3242 were inadvertently omitted from the initial report. Correction: h10 - information was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water got inside the scope connector during user handling. As a result, an abnormality occurred in the electronic components, and the event occurred temporarily. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer evaluated the device and could not confirm the customer¿s reported blurry image issue, the image was found to be meet standard specifications. The evaluation noted the suction cylinder is scraped and there are signs of water invasion in the endoscope connector. The scope passed the water leakage test, however, the water detection sticker is discolored, indicating fluid invasion. A device history review revealed there are no issues that could have caused or contributed to the reported event. The root cause of the reported malfunction could not be conclusively identified. However, based on the investigation results, the potential cause of the reported malfunction is attributed to water invasion inside the scope connector and the image was blurry or disappeared temporarily. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope entire image was blurry. The issue was found during preparation for use in a diagnostic gastroscopy procedure. The procedure was completed with another of the same device with no delay. There were no reports of patient harm.